Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging and not charging the pump. Customer's blood glucose (bg) ranged from 200-508 mg/dl. A manual injection was administered to address bg. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. The customer reverted to manual injections for insulin therapy.